Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified that the (B)(4) conductor was broken in the body of the extension at the proximal side of the transition. Section d information references the main component of the system and other applicable components are: product ID 3708340 serial(B)(4) implanted: (B)(6)2006 explanted: (B)(6)2017 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2017 (B)(4) (con,rep): the consumer and the manufacturer representative reported that the patient had not adequately charged the battery consistently. There were no other external factors that contributed to the issue. The patient was educated on recharge instructions at the date of implant as they had not maintained a charge in the battery. The issue was resolved that the time of the report. The battery was replaced due to non-compliance. No patient symptoms reported. (B)(6)2017 rp (rep): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and the manufacturer representative reported that the patient had not adequately charged the battery consistently. There were no other external factors that contributed to the issue. The patient was educated on recharge instructions at the date of implant as they had not maintained a charge in the battery. The issue was resolved that the time of the report. The battery was replaced due to non-compliance. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.